Event description:
The customer reported a failure to discharge.

Manufacturer narrative:
The customer reported a failure of discharge. The customer evaluated the device and localized the issue to a failed paddle set. A replacement paddle set was ordered to resolve the issue.